Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated falsely depressed architect calcium of 0.750 mmol/l on sample ID (B)(6) that repeated 2.208 mmol/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The abbott technical representative reviewed instrument logs but could not determine the cause of the issue. The field service representative (fsr) performed significant troubleshooting which included checking dispense components, mixer function, cuvette washer waste tubing; all confirmed to be ok. The fsr also replaced the r1b probe and link tubing but did not consider either part to be the likely cause for the issue. The fsr then performed a precision test and ran quality control; all ok. An instrument service history review revealed no additional erratic or discrepant results reported on serial (B)(4) after the service call, nor did it identify any service or complaint issues that may have contributed to this issue. A 12 month similar complaint search revealed no adverse trend or systemic issue. A review for clinical chemistry systems revealed the calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit and found no systemic issues or adverse trends for the issue associated with erratic/discrepant results. A review of historical data for the parts replaced by the fsr revealed no adverse trend or systemic issues associated with the r1b reagent probe or the r1b inner pipettor link tubing. A review of tracking and trending for the calcium assay revealed no adverse or non statistical trends. A review of the architect system operations manual, and calcium package insert, provide adequate maintenance and troubleshooting information concerning erratic / discrepant results. Based on the available information, a deficiency was not identified for the architect c16000 analyzer or the parts replaced by the fsr.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. The conclusion code in evaluation codes was changed from (B)(4).